Event description:
Biomed tested the footswitches and cables in the o.r. Dept prior to the case and found a footswitch cable that was giving intermittent activations for the gen04-generator. The biomed swapped the cable and the doctor started the case with no pt consequence.